Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion with no calcification in the left main coronary artery. The 5.0 x 8 mm nc trek balloon catheter was advanced for post dilatation and inflated to 18 atmosphere (atm). During deflation, the balloon deflation was very slow and the balloon could not be withdrawn through the guiding catheter and during the attempt, the guiding catheter lost vessel access into the aorta and the balloon had to be inflated above rated burst pressure to make it rupture. The balloon catheter was withdrawn from the patients anatomy successfully. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The deflation issue could not be replicated in a testing environment due to the condition of the returned device. The reported difficulty removing the device from the guiding catheter was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulty removing the device from the guiding catheter appears to be related to circumstances of the procedure. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the additional treatment appears to be related to operational context.